Event description:
Additional information was received on (B)(4) 2011, when it was discovered that the vns patient had a full revision surgery on (B)(6) 2011. The explanted generator and lead were discarded by the hospital. The manufacturer's consultant reported that the physician believes the patient's increase in seizures, change in seizure pattern, and insomnia were not related to vns. The patient is doing well.

Event description:
On (B)(6) 2011 clinic notes from a vns treating physician were received through case management. Review of the clinic notes dated (B)(6) 2011, revealed that the patient has been experiencing an increase in seizures for the past six months to a year. The physician reported that around (B)(6) 2010, the patient was assaulted by their caregiver and received several blows to the head. The patient has experienced increased seizures since the assault. It is unknown at this time if the increased in seizures for the past six months to a year are due to the assault. The physician reported that the patient needs a vns battery change because the device is nearing end of service. Clinic notes dated (B)(6) 2011, reported that since the patient was beaten in the head by their caregiver in (B)(6) 2010, the patient has been having episodes of falling forward or grand mal seizures, as well as staring. Clinic notes dated (B)(6) 2010, report that the patient continues to have frequent seizure activity. The physician believes that he will be due for a battery change in the next six to twelve months given that his vns has been present for 5 years at very high settings. The patient went for battery replacement surgery on (B)(6) 2011 and diagnostics prior to surgery revealed that the patient had high lead impedance. The patient was rescheduled for a full revision surgery later in september. The physician reported that they will not have x-rays performed since they are doing a full revision. Good faith attempts for additional information are underway but no further information has been received to date. The patient's programming history was reviewed and the patient's last settings on (B)(6) 2010, were output=1.75ma/frequency=30hz/pulse width=500usec/on time=14sec/off time=0.5min/magnet output=2ma/magnet pulse width=500usec/magnet on time=60sec. A battery life calculation was performed with the patient's programming history available which revealed negative years until eri = yes. Although surgery is likely, it has not yet occurred. When additional information is received, it will be reported.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death.